Manufacturer narrative:
(B)(4). The complainant indicated that the device has been serviced on site and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2022 that an auriga xl 4007 laser fiber was used in a procedure performed on (B)(6) 2022. During set up prior to the procedure, the auriga xl 4007 console alerted error message 1301: laser power too low. Please restart device or call service. When the laser fiber was attached. The procedure was unable to be completed. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: impact code f1001 is being used to capture the reportable issue of aborted/cancelled procedure. Block h10: investigation results the returned beam source of auriga xl 4007 console was returned for analysis. A visual evaluation noted that the flash lamp was blackened on one end and the laser rod has a thermal crack. The burnt marks are found on the surface of the mirror/lens. No other problems with the beam source were noted. The reported event of the auriga xl 4007 laser console had output below specifications, flash lamp device operates differently than expected and laser source device operates differently than expected complaints were confirmed. The flash lamp was found in a worn condition. To generate the laser energy, the flash lamp was fired several times a second. An electrical arc was generated within the flash lamp. Over time, one electrode burns and starts to blacken the tube. This results in lowering the laser power output. The flash triggers the electrons in the laser yag rod. The yag rod was found to be cracked. This interferes with the flow of laser energy. There was also found burnt marks on the surface of the mirror/lens. Dust on the lens's surface will burn and damage the surface when the laser was fired. This are results of normal usage wear. The combination of damaged flash lamp, laser rod and burnt marks on the mirror/lens interfered with the transmission of laser energy. Based on all available information the most probable root cause was determined to be cause traced to component failure. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. A labeling review was performed and, from the information available, this device was used per the instructions for use (IFU) / product label.

Event description:
It was reported to boston scientific corporation on (B)(6), 2022 that an auriga xl 4007 laser fiber was used in a procedure performed on (B)(6), 2022. During set up prior to the procedure, the auriga xl 4007 console alerted error message 1301: laser power too low. Please restart device or call service. When the laser fiber was attached. The procedure was unable to be completed. There were no patient complications reported as a result of this event.